Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported during a case the atrial egm (electrocardiogram) would not work, not sensing and unable to pace. Able to sense and pace through the ventricular channel. Atrial egm would not display when analyzer cables where hooked up to the lead. The analyzer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; analyzer passed all functional and systems tests. Analysis found the patient connector pins were damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.